Event description:
Patient experienced severe abdominal pain, cta showed previous evar stent fracture and perigastric flow. Attempted emergent endo salvage without success. Patient taken to the or for emergency surgical repair and expired in the operating room.